Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a defective locking mechanism and the customer had a needle stick injury. This was discovered after use. The following information was provided by the initial reporter: material no. 368607, batch no. 9065785. It is reported customer experienced a defective locking mechanism as well as a needle stick while using product. A needle stick occurred during use the safety device/shield was not secured out of package. The shield was not observed to be broken by the nurse.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle had a defective locking mechanism and the customer had a needle stick injury. This was discovered after use. The following information was provided by the initial reporter: material no. 368607, batch no. 9065785. It is reported customer experienced a defective locking mechanism as well as a needle stick while using product. A needle stick occurred during use the safety device/shield was not secured out of package. The shield was not observed to be broken by the nurse.